Event description:
A charis pt required a revision. The pt is a nurse and did well for 6-7 months then developed progressive pain. As surgical intervention occurred an MDR is being filed to document this event. Pt had been part of the ide study.

Manufacturer narrative:
Device has been returned and is currently being evaluated.